Manufacturer narrative:
B3: event date is unknown. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient wrote an email, stating a loss of therapy and described the wording of an intellis "oor" message. They can no longer set the desired intensity via the handheld device and there is always an error message: settings not available. Desired intensity settings not possible. The patient was on vacation right now and was in a lot of pain because there is no more stimulation and wanted to know how to fix it. The battery of the confirm implanted neurostimulator (ins) and the handset are still sufficiently charged. No further details known. The patient needs to see their healthcare provider (hcp) for a so-called impedance measurement, if necessary, the device must then be reprogrammed. Asked to ins type and current hcp information. Resolution unknown.